Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level. A specific bg value was not provided. The customer consumed carbohydrates, and was treated with intravenous saline and insulin while in the hospital. The customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, multiple minimum fill notification occurred after the customer loaded 280 units of insulin into the cartridge. Customer attempted to self-troubleshoot the issue, and subsequently performed the load fill tubing multiple times while connected at the infusion set site. Customer inadvertently delivered over 40 units of insulin. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.